Event description:
Account reported the intraocular lens did not center correctly in the patient's eye due to a damaged haptic. The lens was removed without complication 2 weeks after initial implant and replaced with the same model lens.

Manufacturer narrative:
The intraocular lens has not been received for analysis. The device met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. A supplement MDR will be filed as necessary when additional reportable information becomes available. Lens not received for analysis.